Manufacturer narrative:
This product was not being used for diagnosis.

Manufacturer narrative:
(B)(4): intervention to serious injury. A review of the device history report did not find any abnormalities in the production of the reported lot. No quality non-conformance reports were issued during the manufacturing process for this lot.

Event description:
Description of reported event: it was reported after a thyroid procedure, the patient claimed to be experiencing laryngeal paralysis. Relevant events and information: it was reported that during the thyroid procedure, the doctor noted he was not near the recurrent laryngeal nerve, "so did not need to use the nim stimulator probe." It was also noted he did not visualize the nerve at any time during the procedure. Sometime after the thyroid procedure was performed, a follow up laryngeal exam was done. During the procedure, a unilateral paralysis on the operative side was observed and it was noted the surgical field was heavily scarred from a previous procedure. The doctor reported the patient has decided to seek follow-up treatment elsewhere and the patient's current condition is not known. After the case, the doctor contacted the nim manufacturer to request information on interpreting the nim readout data.